Event description:
Device malfunction: unable to retrieve epd with provided rc. Time of malfunction: during the procedure. Symptoms/ae: none. The following was noted during article review. A retrospective study was conducted of 77 carotid artery stenting procedures, using two types of embolic protection devices (epd) to report the complications, rescue procedures and consequences related to the use of an embolic protection filter during carotid artery stenting (cas). It was reported that during a carotid artery stenting procedure, the filter could not be retrieved with the provided retrieval catheter (rc) due to focal inward protrusion of the competitor stent struts adjacent to a thick plaque. The filter was ultimately retrieved with a competitor retrieval catheter. Additionally, there was reported vasospasm which occurred after peeling away the outer sheath of the stent delivery catheter to deploy the stent. The symptoms resolved spontaneously in a few mins. There were no reported pt effects. Although requested, there is no additional info available.

Manufacturer narrative:
This report involves a retrospective study noted in an article. No device was available for analysis. Attachment: bae ju kwon, md; moon hee han md; hyun-seung kang, md; and cheolkyu jung, md; "protection filter-related events in extracranial carotid artery stenting: a single-center experience" journal of endovascular therapy december 2006; 13: 711-722.